Event description:
A healthcare facility in missouri reported, via a fisher and paykel healthcare (f&p) field representative, that an ojr418 optiflow junior 2 nasal cannula was found broken. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject device ojr418 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the information, photograph(s) and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photography revealed that one of the tubes was detached from the cannula tube joint, confirming the reported fault. Conclusion: our investigation was unable to determine the exact cause of the reported complaint. Based on our knowledge of the product it is most likely that the tubing was pulled by the patient or caregiver. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr418 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in missouri reported, via a fisher and paykel healthcare (f&p) field representative, that an ojr418 optiflow junior 2 nasal cannula was found broken. There was no reported patient consequence